Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, neither irrigation nor power delivery could be achieved during the procedure, which was completed with a competitor's electrosurgical unit and foot pedal. Following the procedure, the foot switch was re-wired and was reported to function properly thereafter. Per the biomed at the account, the foot switch and the endostat ii electrosurgical unit that was used have been successfully utilized in several procedures following the complaint incident. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event of foot switch fails to activate irrigation. The reported event of foot switch fails to activate power delivery. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.